Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. However, the insulin pump had an intermittent button response due to flattened esc and act button dome switches. The insulin pump was received with cracked display window corner, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the insulin stopped delivering, only delivered 2units. The customer's blood glucose was 200mg/dl. Customer reported the alarm was resolved by a complete set change. The customer wants the insulin pump replaced.